Event description:
It was reported to boston scientific corporation, that a speedband superview super 7 multiple band ligator was used to perform a band ligation of esophageal varices (patient age, gender and weight are unknown). According to the complainant, the first three bands "fired" successfully, however, the forth band presented difficulty. Upon examination outside the body, it was noted "the suture was wrapped around the band and unable to rotate the handle." The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no additional complaints exist for the specified lot.